Manufacturer narrative:
Catalog number is unknown. The device was reported as an unknown rejuvenate modular neck. The reported indicated no further details are available.

Event description:
The patient was revised following a diagnosis of altr at the (B)(6) facility.

Event description:
The patient was revised following a diagnosis of altr at the (B)(6) facility.

Manufacturer narrative:
Updated implant date based on additional information. An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient was revised following a diagnosis of altr at the (B)(6) facility.